Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced an event where infusion set infusion set tape buckled and ending it did not adhere to skin on (B)(6) 2026 and also experienced high blood glucose and treated with manual bolus.